Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Root cause: a definitive root cause remains undetermined at this time as the procedure filed ID not show a conclusive cause for the flagged, high residual wbc in the platelet product. Signals from the run data file showed that platelets exited shortly after the platelet valve opened and continued consistently throughout the procedure. At 104 minutes, the system detected a possible chamber saturation meaning that higher than expected cell content was passing by the rbc detector. The run data file analysis did not indicate a specific cause for this event; however the trima system performed as intended by detecting and notifying the operator of the possible wbc contamination condition. It is possible that this event was donor related.